Event description:
It was reported that while in the cath lab, the md inserted a sheath via the left femoral artery. The iab was prepped per instruction and given to the md, but the md could not insert the iab into the sheath. As a result, the md removed the iab with the sheath as one unit. Another sheath and iab were inserted with success. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.